Event description:
It was reported that the rate changed on a novum iq large volume pump without being touched. The process step was not specified; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review did not identify any abnormalities that could have contributed to the reported issue; the review did not indicate any prior infusions on the device. During functional testing, the unexpected rate change was not reproduced. The device was able to successfully load and run a set without discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.